Manufacturer narrative:
Information references applicable components of the system and the main component is as follows: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: pump.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. The entire system (pump and catheter) was replaced on (B)(6) 2016. The device was disposed of by the hcp. The event resolved with sequelae as of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving morphine 40.0 mg/ml at 6.796 mg/day and bupivacaine 10.0 mg/ml at 1.699 mg/day via an implantable infusion pump. At a pump refill on (B)(6) 2016, a mobile lesion was noted to lateral side of right abdominal region. The patient also reported reduced pain relief. Upon pump check, it was noted that the catheter retracted into pocket. The device diagnosis was a dislodged catheter. On (B)(6) 2016, a catheter access port (cap) contrast study and x-ray found the catheter retracted into pocket. There was no evidence of catheter in intrathecal space. The entire catheter coiled lateral in pump pocket. It was noted that the catheter dislodgment versus migration per the principal investigator. No interventions were taken. The etiology was indicated as related to the device or therapy, and not related to the implant procedure. The event was ongoing. If additional information is received, a follow-up report will be sent.